Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item# cp-6553, lot 480700: 50mm left mand component ti. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00219.

Event description:
It was reported that the patient underwent a left side tmj procedure seventeen years ago, and has been revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to update additional information in section a2, a3, b4, b5, b7, g3, g4, g6, h2, h4, h6 and h10.

Event description:
It is further reported that the patient was experiencing pain prior to the revision.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6: implant date: unknown no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: significant past medical history includes: chronic obstructive pulmonary disease, asthma, selective immunodeficiency, hypertension, sjogren¿s disease, osteoarthritis, mvp, left tmj replacement in 2003. Bilateral temporomandibular joint replacement with titanium device was done in 2021, where the existing left temporomandibular joint replacement was removed. Resected bone from condyle and explanted tmj hardware was sent to microbiology. Existing left sided tmj prosthesis was brittle. Right tmj disc was found to have degenerative changes. On the left side, an obwegeser peristeal elevator was used to dissect tissue off of the head of the metal condylar prosthesis. Four screws and condylar prosthesis were removed. A trough was created between the condylar prosthesis to remove any heterotopic bone formation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, d6,g3, g6, h2, h3, h6 and h10.